Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional aortic angiography and endovascular covered stent implantation procedure. Reportedly, a suture break occurred during plunger removal with a proglide device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18fr sheath and the interventional aortic angiography and endovascular covered stent implantation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, the proglide smc device was used without a prior femoral angiogram. It should be noted the electronic proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported violation of the IFU caused the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The IFU violation likely did not contribute. H6 medical device problem code: 2017 - failure to follow steps / instructions.